Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, device reached elective replacement indicator (eri) on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion within one month, and recommended replacement time (rrt) triggered after a service life of three years. The ICD planned for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.